Event description:
It was reported that a spectrum infusion pump had a constant door not fully latched message. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched message cause by a failed lower latch switch. The lower auxiliary assembly (containing the failed latch switch) was replaced.